Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the protential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damege to a body strucure or permanent impairment of a bdy function as evidenced by previous reported events with similar files. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please note the this event and the event documented under report number 8031010-2005-00272 involve the same patient.

Event description:
Two files separated in the same canal of one patient. The patient is scheduled for follow-up treatment, though outcome of the event is no known as of this report